Event description:
It was reported by service report that the bed will not go into neutral. There was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Zoom wheel.